Event description:
During the procedure, while trying to deploy six coils, after soaking in saline, it was noted that there was severe friction between the renegade microcatheter and the guiding catheter. Another device was used to complete the procedure.